Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 098584 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 098584 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 098584 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4)was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Several occurrences of (B)(6) results obtained with the alere determine hiv ½ ag/ab combo test were reported by a customer. There is insufficient information to determine if a malfunction occurred. The patient(s) gender, pregnancy status, treatment and patient outcome were unknown. Attempts to gain additional information were not successful. The exact number of occurrences and the date or dates of the incidents were not reported.